Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Patient had a attune revision surgery on (B)(6) 2019. On (B)(6) 2019, patient presented in the doctors office with an infected knee. The patient was brought to the or for an I&d and insert exchange. The original attune crs insert size 4 x 18mm insert was removed and a new insert of the same size was reimplanted. All other implants were well fixed and retained. Doi: (B)(6) 2019; dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.